Manufacturer narrative:
This report is submitted on march 1, 2021.

Event description:
Per the clinic, the patient experienced swelling and skin overgrowth at the abutment site, and was treated with topical steroid and antibiotic ointments (specific date and duration not reported). The patient underwent revision surgery on (B)(6) 2021, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system.